Event description:
It was reported while testing for sars cov-2 6 false positive results were obtained. Repeat tests were performed using qiastat-dx confirmation testing and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: "on september 15th after a bd max run was done they noticed an uncommon shape on the amplification curve of 6 samples all of them had a low CT value ranging from 30 to 34 and were positive for the n1 gene."

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref. (B)(4)) lot 1236340 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lot 1236340 was manufactured according to specifications and met performance requirements. Customer complained about 6 discrepant results with the bd sars cov-2 reagents for the bd max¿ system lot 1236340. In run #398, 6 samples gave n1 positive results with the bd sars cov-2 reagents but when retested with the same assay or with another assay, they all gave a negative result for sars cov-2. Moreover, two of these samples gave a positive result for rhinovirus/enterovirus when tested on a different platform (qiastat-dx® respiratory sars-cov-2 panel, qiagen), and the customer is worried about a possible cross-reactivity. Customer provided the database from instrument ct1458 as well as 7 runs (runs 398, 400, 424, 425, 426, 427 and 428) for the investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars cov-2 reagents for the bd max¿ system instruction for use. Manual pcr curve adjudication was conducted across the discrepant samples. In run 398, 6 out of the 24 samples tested gave n1 positive results, all on deck b. Analysis of the curves show late amplification of the n1 target for these 6 samples. For two of them (samples 3415 and 3430), a true but late amplification curve was observed whereas for the remaining four samples (samples 3417, 3423, 3424 and 3429), the curve obtained was irregular, and may suggest that it is not the result of true amplification. However, the cause for these irregular curves could not be identified. Three samples (3423, 3424 and 3429) were retested with the bd sars cov-2 in run #400 and all gave a negative result, without amplification of both n1 and n2 targets, with good amplification of the rnasep target. Moreover, samples 3224 and 3430 were tested with the qiastat-dx® respiratory sars-cov-2 panel assay and no pathogen was detected. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Finally, samples 3415 and 3417 were also tested with the qiastat-dx® respiratory sars-cov-2 panel assay and no sars-cov-2 was detected. However, both gave a positive result for rhinovirus/enterovirus target, also detected by this assay. The customer was suspecting that the sars-cov-2 positive results obtained with the bd sars-cov-2 reagents could be caused by cross reactivity. Verification of the specificity of the bd sars-cov-2 reagents showed that 35 organisms were evaluated for cross reactivity and among them, rhinovirus and enterovirus b/c/d were tested and no cross-reactivity was observed. Cross reactivity was thus not suspected as probable cause for the customer issue. The customer was advised to perform environmental monitoring (performed in run 427), and 2 out of the 3 zones tested showed positive results, with late but true amplification of the n1 target (CT of 37.7 and 34.2). These results confirm a contamination issue at the customer site and could explain the customer discrepant results. Nonetheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is an extremely conservative assessment of the data. Based on the investigation results and information provided, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 reagents lot 1236340. The root cause was not identified. However, since contamination of the customer laboratory was confirmed, a contamination by the customer or sample at or near the lod could explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a preventive and corrective action plan since no reagent issue was identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 6 false positive results were obtained. Repeat tests were performed using qiastat-dx confirmation testing and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "on september 15th after a bd max run was done they noticed an uncommon shape on the amplification curve of 6 samples all of them had a low CT value ranging from 30 to 34 and were positive for the n1 gene."